Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that during deployment of the stent the guidewire got caught in the stent resulting in deployment of the stent in an un-intended location. There was no reported clinical consequence to the patient.